Manufacturer narrative:
Inspected one opened and used partial sensor and unable to confirm insertion and needle complaint due to customer return sensor no needle. Then made a visual inspection and found the sensor with cannula bent, no sensor break during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was needle shorter when they removed. No harm requiring medical intervention was reported. The sensor will be returned for analysis.